Event description:
It was reported that during a ptca treatment procedure, the nc ranger 9/2.50 mm balloon ruptured at 4 atms. The nc ranger balloon was removed and replaced with another nc ranger 9/2.50 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.